Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01868 / 03395). (B)(4).

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2013. Subsequently, a revision procedure took place on (B)(6), 2013 due to dislocation which led to greater trochanter fracture. An open reduction internal fixation procedure was performed during the revision surgery and the acetabular liner and modular head were removed and replaced.